Event description:
Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.